Event description:
Anesthesia circuits have breaks or holes in tubing causing pressure leaks and noncompliant or usable for patients. Duration of use: 3 months. Reason for use: surgical closed system support for oxygen and anesthesic gas.